Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) and menorrhagia ("severe menstruation"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, intra-abdominal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, intra-abdominal haemorrhage and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain and cramping/abdominal pain") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstruation / continuous heavy bleeding / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) continous heavy bleeding"), hormone level abnormal ("hormonal deficiency/hormonal changes: hormonal deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping) severe menstrual flow/cramps"), abdominal pain upper ("upper abdominal pain/upper abdominal pain"), abdominal pain lower ("lower abdominal pain/lower abdominal pain/cramping"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems and changes/bladder or urinary problems or changes") and the first episode of bacterial vaginosis ("infection (bladder/urinary tract/vaginal)type: bacterial vaginosis"). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/pain"). The patient was treated with amoxicillin and surgery (bilateral salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, the last episode of bacterial vaginosis, abdominal pain upper, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved, the dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of bacterial vaginosis and the second episode of bacterial vaginosis to be related to essure. Diagnostic results: (B)(6) 2015 : dye test : total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Infection (bladder/urinary tract/vaginal): bacterial vaginosis was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain and cramping") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In october 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation / continuous heavy bleeding / abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems and changes"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed in october 2015. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, bacterial vaginosis, abdominal pain upper, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the menorrhagia, vaginal haemorrhage and dyspareunia had resolved, the dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2015 : dye test : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: events- "hormonal deficiency, abnormal bleeding (vaginal), bladder infection, urinary tract infection, apareunia (inability to have sexual intercourse), bacterial vaginosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, upper abdominal pain, lower abdominal pain, bladder problems, urinary problems and changes", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe upper and lower abdominal pain and cramping/abdominal pain') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, anemia, genital bleeding, headache, migraine and tonsillectomy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("severe menstruation / continuous heavy bleeding / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) continous heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder or urinary problems or changes (bladder infection/ uti)"), urinary tract infection ("bladder or urinary problems or changes (bladder infection/ uti)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping) severe menstrual flow/cramps"), abdominal pain upper ("upper abdominal pain/upper abdominal pain"), abdominal pain lower ("lower abdominal pain/lower abdominal pain/cramping"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems and changes/bladder or urinary problems or changes") and the first episode of bacterial vaginosis ("infection (bladder/urinary tract/vaginal)type: bacterial vaginosis") and was found to have hormone level abnormal ("hormonal deficiency/hormonal changes: hormonal deficiency"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/pain"). The patient was treated with amoxicillin and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, the last episode of bacterial vaginosis, abdominal pain upper, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage and dyspareunia had resolved, the dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, intra-abdominal haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of bacterial vaginosis and the second episode of bacterial vaginosis to be related to essure. The reporter commented: 3 coils present on the right and 9 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe upper and lower abdominal pain and cramping/abdominal pain') and intra-abdominal haemorrhage ('non-menstrual abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia, anemia, genital bleeding, headache, migraine and tonsillectomy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("severe menstruation / continuous heavy bleeding / abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia) continous heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder or urinary problems or changes (bladder infection/ uti)"), urinary tract infection ("bladder or urinary problems or changes (bladder infection/ uti)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping) severe menstrual flow/cramps"), abdominal pain upper ("upper abdominal pain/upper abdominal pain"), abdominal pain lower ("lower abdominal pain/lower abdominal pain/cramping"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems and changes/bladder or urinary problems or changes") and the first episode of bacterial vaginosis ("infection (bladder/urinary tract/vaginal)type: bacterial vaginosis") and was found to have hormone level abnormal ("hormonal deficiency/hormonal changes: hormonal deficiency"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain/pain"). The patient was treated with amoxicillin and surgery (bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, female sexual dysfunction, the last episode of bacterial vaginosis, abdominal pain upper, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage and dyspareunia had resolved, the dysmenorrhoea had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, intra-abdominal haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of bacterial vaginosis and the second episode of bacterial vaginosis to be related to essure. The reporter commented: 3 coils present on the right and 9 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2015: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.